Manufacturer narrative:
Qc performed on the day of event resulted within 2 sdi for customer mean. A system check performed on the day of event passed within specifications. The specimens were collected in 13 x 75, bd, lithium plasma, plastic tubes and centrifuged at 1,300 rcf for 10 minutes at ambient temperature. The customer stated that staff is educated on proper sample collection. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing, carryover protocol and qc. The fse verified repair per established procedures and results met published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxi 800 access instrument. A serial draw was performed on a patient and accu tni results of "<0.03ng/ml" were obtained from first 2 samples and 0.86ng/ml from a 3rd sample. The customer re-tested the 3rd sample for accu tni and the repeated result was 0.02ng/ml. There was no patient injury requiring medical intervention or change to patient treatment connected with this event.